Event description:
It was reported that vasospasm occurred when advancing the guidewire and distal access catheter (subject device) and injecting contrast. The subject device was crushed/collapsed, and then was removed. The coiling procedure was aborted. The causes for the vasospasm were sensitive vessels and tortuous anatomy; however, the relation to the subject device was unknown. Verapamil was used in response to the vasospasm. The patient is currently fine.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device was returned and found to be kinked and compressed along the length. The device was full of blood. No other anomalies were noted. Functional testing could not be performed due to the observed anomalies. Based on the additional information and investigation, the observed damage was likey caused during the procedure as a result of tortuous anatomy and possibly vessel spasm. Since the reported vasospasm is a known physiological effect of the procedure noted within the directions for use, the reported vasospasm is an anticipated procedural complication (known inherent risk of procedure).

Event description:
It was reported that vasospasm occurred when advancing the guidewire and distal access catheter (subject device) and injecting contrast. The subject device was crushed/collapsed, and then was removed. The coiling procedure was aborted. The causes for the vasospasm were sensitive vessels and tortuous anatomy; however, the relation to the subject device was unknown. Verapamil was used in response to the vasospasm. The patient is currently fine.